Event description:
It was reported that the patient faced an infusion set tape was not sticking on (B)(6) 2026.

Manufacturer narrative:
Name: medtronic minimed. Country: united states of america. Street: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 38021545.

Manufacturer narrative:
Correction: this supplemental emdr is being submitted to correct the submitted type of report under g6 which was erroneously selected as 5-day in initial emdr. The correct selection for the submitted report is initial and 30-day. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
To date no additional patient or event details have been received.